Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom on (B)(6) 2015, to report a localized skin reaction that occurred on (B)(6) 2015. Sensor was inserted at the thigh on (B)(6) 2015. Patient described the skin reaction as warm, red bumps under and around the edges of the sensor tape. Upon dexcom follow up with the patient, it was reported that the patient called their physician on 01/12/2016 regarding localized rash at sensor insertion site. Patient's physician did not give any recommendations for the skin reaction. Patient reported that she is spraying flonase to the site of the skin reaction and that it is helping. At the time of contact, patient reported "no more rash". No additional event or patient information is available. There was no reported alleged device malfunction. It should be noted that the dexcom g5 mobile continuous glucose monitoring system states: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (redness, swelling, bruising, itching, scarring, or skin discoloration). Additionally, the sensor was inserted into the thigh. The dexcom g5 mobile continuous glucose monitoring system states: do not insert the sensor component of the dexcom g5 mobile system in a site other than the belly/abdomen (ages 2 years and older) or the upper buttocks (ages 2 to 17 years). The placement and insertion of the sensor component of the dexcom g5 mobile system is not approved for other sites. If placed in other areas, the dexcom g5 mobile system may not function properly. It should be further mentioned that the dexcom g5 mobile continuous glucose monitoring system states: before inserting the sensor, clean the skin with a topical antimicrobial solution, such as isopropyl alcohol, and allow to dry. This may help prevent infection. Do not insert the sensor until the cleaned area is dry so the sensor adhesive will stick better. Make sure there are no traces of lotions, perfumes or medications on the area.